Manufacturer narrative:
G4:(B)(6) 2021, b4: (B)(6) 2021. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty power management printed circuit board assembly (pm pcba). The fse replaced the pm pcba to resolve the reported issue. The device passed performance verification testing. Following the repair, the device was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:15apr2021. B4:20apr2021. The fse also discovered that the battery was not charging adequately. The customer reported to have successfully replaced the battery to resolve the reported issue. The device passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device was unable will not power on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.